Event description:
It was reported to medtronic minimed that the customer experienced pump charge/battery lasts less than expected. The event involved product(s) mmt-394a, mmt-332a, mmt-1880. Troubleshooting was performed and confirmed customer received the reported issue replace battery alert/replace battery now alarm after receiving a low battery warning. Pump is behaving normally and customer reported a short battery life or a low battery alarm. No harm requiring medical intervention was reported. No product return is required for mmt-394a. No product return is required for mmt-332a. Customer was advised to discontinue using the device. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, and self test. The pump passed the displacement accuracy test at 0.0873 inches. The pump failed the sleep current test. Test p-cap and reservoir locked properly into reservoir compartment during testing. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump alarmed a low battery alert on the event date of 10/09/2024 at 16:45:00.000, on 09/26/2024 at 13:45:00.000, and on 09/13/2024 at 23:20:00.000. Also found battery inserted alarms on 09/26/2024 at 19:38:45.000, 09/13/2024 at 23:21:10.000, and on 09/01/2024 at 11:11:44.000. Found 7 bolus deliveries on the event date of 10/10/2024 at 08:04:41.000 to 22:41:01.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case and pillowing keypad overlay. Charge/battery lasts less than expected and unexpected battery power loss were not confirmed during testing. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Unable to verify customer's complaint for high bg's. High sleep current measurement was confirmed during testing due to a hardware failure, problem isolated to the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.